Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed the device luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported broken luer was confirmed through testing for the returned product. The balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when attempting to connect the y-connector to the balloon catheter, the connector broke. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.